Event description:
It was reported that during the pre-use check, leakage of medical fluid from the tube was observed. No patient injury.

Manufacturer narrative:
Device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown h6: health impact and evaluation codes: updated h10: no lot number was provided; therefore, device history record review could not be performed. A product sample and one image was received for evaluation. Visual and functional testing was performed. Visual inspection found no marks or stains were observed on tube surface, neither on reflux connector or swivel connector. Functional testing found the sample presented leakage. Complaint is confirmed. The root cause of the reported issue was found to be manufacturing - lack of solvent in connection. Covers solvent dispensers replacement implemented on (B)(6) 2020. Containment awareness notification for failure mode reported to production personnel was issued by the quality engineer. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).